Manufacturer narrative:
Rwmic is pending the manufacturer device evaluation. Upon receipt of new / additional information, a follow up report will be submitted.

Event description:
On (B)(6) 2020, rwmic received the medwatch report # 2700490000-2019-8022 from FDA. On (B)(6) 2020, rwmic reached out to the initial reporter to receive additional information. It was reported that during a laparoscopic nissen with dr. While the laparoscopic grasper broke while being used on the patient. All the pieces were retrieved from inside the patient. The procedure was finished and the patient was transferred to pacu in stable condition.

Manufacturer narrative:
Follow-up report #1 is to provide FDA with missing information, new information, and changed information. The customer was contacted and in their email response, dated (B)(6) 2020, the device will be not returned to richard wolf mic for investigation. Therefore no further evaluation could be conducted; as a result, a probable root cause could not be determined. Previous complaints from 2017-2020 were reviewed; no trend was identified. The following fields have new or changed information: b5, d10, h1, h2, h3, h6 and h10 device labeling was reviewed for patient code and device codes, see below: - patient code: not applicable, no patient problem was reported. Device code: IFU (ga--s 025) was reviewed, the following cautions, warnings, and checks were outlined in the device instruction for use (IFU): caution! The products have only limited strength excessive force will cause damage, impair the function and therefore end-ager the patient. Due to the small dimensions required, the products have only limited strength. Use these products only to grasp and ablate small, soft tissue portions or organs. Immediately before and after each use, check the products for damage, loose parts and completeness. Make sure that no missing parts remain in the patient. Do not use the products if they are damaged or incomplete or have loose parts. Caution! Be careful if products are damaged or incomplete! Injuries of the patient, user or others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. Reprocessing: due to the product design and the materials used it is not possible to define a specific limit of the maximum allowable reprocessing cycles. The life cycle of medical products is defined by their function and proper handling. Rwmic considers this MDR closed. A follow up report will be submitted upon receipt of new or additional information. Attachment: [ga-s025 USA_3.0 (11-0209).pdf].

Event description:
It was reported by the user facility that during a laparoscopic nissen with dr. While the laparoscopic grasper broke while being used on the patient. All the pieces were retrieved from inside the patient. The procedure was finished and the patient was transferred to pacu in stable condition.